Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an output flow error due to damage on the blower. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was an output flow error due to damage on the blower. The customer requested the part number to order a replacement blower assembly via remote service. The remote service engineer (rse) provided the customer with the part number for the blower assembly to order and replace. Device evaluation and repair are pending.